Event description:
Pt was admitted to hospital for removal of dorsal column stimulator secondary to it not managing their back pain and pt wishes to have their back re-evaluated with an MRI. A co rep evaluated the pt's complaint and tried different settings for pain control. Pt had no relief of their back pain.